Manufacturer narrative:
A ge oec service representative investigated the issue and found the system arcing was caused by the x-ray tube. The x-ray tube was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system made a loud popping noise during a system warm up.